Event description:
The customer contact reported during testing at the user facility, "sparks at the ac cord" were noted. The customer contact stated that during visual inspection, "two little holes" in the ac power cord were noted, "where the cord goes into the pump." There were no reports of external charring on the device or ac power cord. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.